Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks and was hospitalized. Review of device data confirmed oversensing and changes in amplitude morphology measurements in both treated and untreated episodes. No changes have been made and the s-ICD remains in service. No adverse patient effects were reported.